Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room/clinic visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) with large ketones present while wearing the pod between 4 and 24 hours on the hip/buttocks. Multiple correction boluses were administered using the pod as well as manual injections. The patient wasn't feeling well, was cramping, and had vomited a few times prior to being brought to the emergency room in (B)(6). The patient was not hospitalized and instead went to a private clinic for treatment. She was treated with 8 units of a manual insulin injection. Nothing unusual was noted in regards to the pod. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).